Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00449 on 06-dec-2018. Additional information (19-dec-2018): the initial MDR indicated that the cause of the discordant, falsely elevated ipth results was unknown. Further investigation by siemens has determined that the cause of the discordant, falsely elevated ipth results was due to the damaged wash 1 tubing. Conclusion codes in section h6 have been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated intact parathyroid hormone (ipth) result obtained on a patient sample on an advia centaur cp instrument. Siemens determined that the quality controls (qcs) were within range on the day of the event. The customer reported that they performed an automated system prime and probe bubble detection calibration, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site, and replaced the wash 1 tubing. The customer performed a calibration on the instrument, resulting acceptably. The customer indicated that the instrument is performing according to specification since the service visit. The cause of the discordant, falsely elevated ipth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on a patient sample on an advia centaur cp instrument. The sample was run in duplicate, and the repeat result was lower. The results were not reported to the physician(s). The sample was run in duplicate again, resulting lower than the initial falsely elevated ipth result for both values. The repeat results were considered correct, but were not reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ipth result.